Manufacturer narrative:
(B)(4). This complaint was not confirmed. Since the lot number is unknown, no batch review will be performed. Root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample is not available, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
A doctor reported to baxter (B)(6) that an accidental disconnection occurred between a titanium adapter- locking titanium adapter and a mini set. This report is addressing the disconnection of the titanium adapter. This event occurred four times over a period of one year, this report is addressing 1 of 4. There was no patient injury reported. No further information is available.